Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on (B)(6), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was status post pulseless electrical activity arrest overnight and had reports of low flow alarms from 2-3am. The periodic log showed a first low flow alarm around 04:10am with baseline flows from 4-5 leading up to the first. The patient was currently on extracorporeal membrane oxygenation with low flow alarm on a prolonged silence mode. Log files contained numerous low flow events on (B)(6) 2024. Flows dropped as low as 0.3 lpm at one point due to a brief manual reduction in pump speed from 5500 rpm to 3900 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.